Manufacturer narrative:
(B)(6). (B)(4).

Event description:
One week prior to (B)(6) 2017, the customer complained of erratic control recovery for ca2 calcium gen.2 (ca) and mg2 magnesium gen.2 (mg) on the cobas 8000 c 702 module (c702). There was a service visit for the analyzer at that time. On (B)(6) 2017, the customer stated that they received erroneous results for two patient samples tested for ca on the c702 analyzer. The erroneous results were not reported outside of the laboratory. An aliquot of the first sample initially resulted as 1.499 mmol/l. This value was held at validation and the sample was then repeated, resulting as 1.967 mmol/l. Due to a discrepancy in the results, the customer repeated the primary tube of the sample 5 times on the same analyzer, resulting as 1.840 mmol/l, 1.60 mmol/l accompanied by a data flag, 1.485 mmol/l, 1.965 mmol/l, and 1.987 mmol/l. The sample was also repeated on a second c702 analyzer, resulting as 1.941 mmol/l. An aliquot of the second sample initially resulted as 1.791 mmol/l. This sample was repeated, resulting as 2.296 mmol/l. The primary tube of the sample was also repeated, resulting as 2.298 mmol/l. The 2.298 mmol/l value was reported outside of the laboratory and believed to be correct. No adverse event were alleged to have occurred with the patients. The ca reagent lot number and expiration date were asked for, but not provided. The field service engineer replaced vacuum diaphragms and repaired rinse station tubing. He adjusted a probe wash position and replaced cell cleaner tubing. He ran mechanism checks and everything was ok. He ran quality controls and all were ok. The customer stated that they were still having issues with erratic control recovery after the service visit. There were no further customer complaints related to erroneous patient results. A specific root cause could not be determined based on the provided information.